Manufacturer narrative:
(B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported that the patient faced an event on (B)(6) 2025 where the infusion set tubing was leaking at the site. Patient replaced infusion set and resumed insulin deliveries successfully.